Manufacturer narrative:
The lithotripter was tested/evaluated at customer's site. Per the evaluation, the unit passed all measurements and was functioning properly. We also learned that the system displayed an 3105 error (internal error of the ctu100 board) toward the end of the procedure. The user had to confirm the error message by clicking "ok" and then could resume treatment. This error had no relation to the patient's hematoma. The error did not show up again during testing. If the ctu100 board fails, no further release of shockwaves is possible (safety by design). Hv-generation is checked by two channel system (hardware).

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): after a lithotripsy treatment for kidney stones on (B)(6) 2020, the patient presented with a renal hematoma, size: 8x5cm, which was categorized as life threatening by the treating doctor. The patient was hospitalized and received blood transfusion; patient was released from the hospital on (B)(6) 2020.